Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
Further information requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-40562. It was reported that the patient presented with infection on their pacemaker system, which included device and right ventricular (rv) lead. The pacemaker was explanted on (B)(6) 2021, but it was unknown whether the rv lead was explanted. Patient condition was not provided.